Event description:
Info received indicates the head section is stuck at approximately 20 degrees and cannot be raised or lowered.

Manufacturer narrative:
The tech adjusted the head cylinder to repair the bed.